Manufacturer narrative:
PMA/510(k): k212323. Investigation evaluation: the product said to be involved was returned in a biohazard bag with a plastic bag with the clip inside. No lot number was returned with the device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the clip in the closed position. A visual examination confirmed one of the clip jaws was missing, the nitinol strip is still present. The clip opens and closes during handle manipulation. The device was not function tested in the scope due to the condition of the returned device. A visual examination of the distal end under magnification did not identify a root cause. The clip jaw and stylet pin holding it in place was not present or returned with the device. The rest of the distal end components had no anomalies or damage. The device was returned to the supplier for further evaluation and the following was provided, "through visual evaluation of the device the missing jaw clip can be confirmed to be absent from the device. Additionally the stylet wire for the same missing jaw clip is also absent from the device. The present stylet wire was bottomed out in its respective housing slot. The present jaw clip did not demonstrate any visual inadequacies. No visual anomalies identified throughout the rest of the device. Functional testing was conducted with the device in a u-shape position. The functionality of the present jaw clip can be confirmed. There was no resistance present for the single jaw clip when manipulating the handle. Functional testing for the side missing the jaw clip cannot be be fully confirmed as there is no stylet wire present to monitor, however, the nitinol strip does operate with movement of the handle. This confirms crimp of drive wire to driver and the insertion of the nitinol strip to the driver. The device was not tested with a tortuous path as there are missing components to the device. The reported complaint for jaw detachment was confirmed. Further investigation was performed, as no obvious anomalies were evident; the handle spool was pulled back fully in order to deploy the clip. After the clip was deployed, the handle was manipulated and it was verified that no friction could be felt between the drive wire and coil cable or in the handle components. The coin depths of the jaws could not be evaluated as there was only one jaw present in the device. The width of the formed driver could not be accurately measured, as the width is altered compared to pre-deployment status of the clip. All clip devices are 100% verified for functionality which includes the presence of both jaws and stylet wires to allow for smooth open and close operation. With one of the jaws missing from the device a final conclusion can not be determined." The device history record for process traveler was reviewed. (Pt) w4633160 (480) was manufactured in september 2022. Relevant defects noted for this device are short stylet wires = 6. The device history record for the lot # said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes the supplier was notified. Investigation conclusion: our evaluation of the returned device confirmed the report as one of the clip jaws was missing. A definitive cause for the reported observation could not be determined, the clip jaw was detached and not returned with the device. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The supplier provided the following, "root cause could not be determined. A visual examination confirmed both the jaw clip and stylet wire were missing from one side of the device. A complete functional evaluation of the device could not be performed due to the missing parts, however, the jaw clip that was present did operated as intended in the u-shape position. Root cause could not be determined. A review of the device history record was conducted and all relevant defects are documented. There is a 100% check for clip functionality prior to packaging and shipping." Prior to distribution, all instinct plus endoscopic clipping device are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed the devices released and distributed met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an unspecified procedure, the physician used a cook instinct plus endoscopic clipping device. It was reported that the when they opened the package they found there was missing one of the blades of the clip. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.

Manufacturer narrative:
PMA/510(k): k212323. The investigation is ongoing. A follow-up emdr will be provided within 30 days of submission of this report.